Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the leads migrated from t8 down to t10. The patient underwent a revision procedure wherein the leads were moved back up. The patient was doing well postoperatively and the leads remain implanted and in use.